Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, during deployment, the balloon on the 29mm commander delivery system burst. Despite the balloon burst, the valve deployed as intended, which did not result in pvl or central ai. The annulus and lvot were heavily calcified and it was determined that the balloon burst was a direct result of the calcium and not of the balloon failure. While pulling the balloon and delivery system back into the esheath, the sheath became damaged and torn at the distal tip (smooth tear, the part of the esheath that overlaps allowing for dynamic expansion was wrinkled at the end, but not sharp) but no vessel injury/complication was observed. Additional information provided confirmed there were no abnormalities noted during the removal of the esheath from the packaging or during prep. There was no difficulty experienced while inserting the sheath into the patient or while inserting the delivery system though the esheath. It is perceived that the distal tip tear occurred due to the partially deflated balloon, which damaged the esheath as it was pulled through it for removal.

Manufacturer narrative:
The device was not returned to edwards lifesciences as it was discarded. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, it is perceived that the balloon burst was a direct result of the patient¿s calcified annulus and lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, during deployment, the balloon on the 29mm commander delivery system burst. Despite the balloon burst, the valve deployed as intended, which did not result in pvl or central ai. While pulling the balloon and delivery system back into the esheath, the sheath became damaged but no vessel injury/complication was observed. It is perceived that the balloon burst was a direct result of the patient¿s calcified annulus and lvot.